Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred post-operatively following a robotic assisted laparoscopic partial nephrectomy. The thread broke. The needle fell into the patient cavity. An x-ray was performed for the express purpose of locating the needle, or to confirm that all pieces were found. The procedure was extended 30 minutes or more due to the product problem. An additional suture was used without issue. There will not be an additional operation performed to correct the issue. Patient status is alive, no injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of ten devices. The visual inspection and functional evaluation of the sample had acceptable results. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. A review of the device history record indicates the product was released meeting all quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate. If information is provided in the future, a supplemental report will be issued.